Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was between 375 to 400 mg/dl at the time of the incident. Customer's father mentioned that something about a rubber gasket but not sure if the retainer ring was still on the insulin pump. Customer's father stated that sometimes the piston stopped. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.